Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that they had not removed the stopper from the initial sample prior to testing, which had caused the sample probe to crash. A sample probe crash due to a capped sample tube can damage the integrity of the sample. The other sample tube from the patient had resulted as expected when tested on the same instrument. The cause of the discordant results is unknown. Placing a capped tube onto the instrument is a failure to follow instructions. The dimension xpand plus clinical chemistry system operator's guide provides instructions for using sample tubes, one of which states: "remove the stopper and use an appropriate adapter, if necessary, to load the tube into a segment." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k), chloride (cl), calcium (ca), and urea nitrogen (bun) results were obtained on one patient sample on a dimension xpand plus w/hm instrument. The instrument automatically repeated the sample due to values in the panic range for na, k, and cl and the results were the same. The operator repeated the sample on the same instrument, a second time prior to reporting any results. Upon repeat testing, the results were comparable to the initial and automatic repeat results and were reported to the physician(s), who questioned them. The operator then ran a different tube from the patient on the same instrument and obtained higher results which aligned with the patient's clinical history. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k, cl, ca, and bun results.